Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose readings of 35 mg/dl. Customer stated that they noticed a difference between the sensor and the blood glucose readings. Customer stated the sensor was reading 160 mg/dl when the blood glucose reading was 355 mg/dl. During another incident the sensor was reading 155 mg/dl when the blood glucose reading was 35 mg/dl. It was noted that the sensor cannula was curved. Customer further mentioned that they had an incident when they pulled the sensor out of the skin it broke. Customer's blood glucose reading at the time of the call was unknown. Device is not being returned for analysis.